Manufacturer narrative:
Integra has completed their internal investigation on august 5, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; one of the blade is broken at the central screw level. The broken fragment has been recovered. The observation of the breakage zone has revealed a corroded area which indicates that a pre-existing crack was present prior the breakage. No other material defect has been observed outside this corroded zone. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the instrument has been weakened by a pre-existing crack that has led to the observed breakage during use. The cause of the pre-existing crack is an excessive effort or a fall.

Event description:
It was reported that the blade of the scissor broke during a nasal procedure. Surgeon indicates that although the instrument section/broke the nose cartilage, patient was not injured. The event led to 15 minutes surgical delay.